Manufacturer narrative:
(B)(6).

Event description:
It was reported the device had a therapy delivery fault. There was no patient involvement.

Manufacturer narrative:
It was reported the device had a therapy delivery fault. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the front case assembly, therapy pca, and capacitor, which were replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.